Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to suspected lead failure because of difficulty passing a stylet. The physician replaced the lead and successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found anomalies based on helix mechanism test due to the helix housing being clogged with dried blood or body fluid. Laboratory analysis did identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to suspected lead failure because of difficulty passing a stylet. The physician replaced the lead and successfully implanted. No adverse patient effects were reported.